Event description:
After intubation, ett balloon indicator noted it was not inflating and the intubated patient was desaturating. The ett was exchanged with a second tube and a similar issue occurred. A third ett was needed to be place before the issue was resolved. Pt code: 2477. Device code: 1310. Ref report: mw5179673.